Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pain"), abdominal pain ("cramping pain"), genital haemorrhage ("bleeding"), menorrhagia ("heavy periods"), device expulsion ("device fallen out"), vulvovaginal pruritus ("itchy labias"), vulvovaginal swelling ("swollen labias") and migraine ("migraine"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, abdominal pain, genital haemorrhage, menorrhagia, device expulsion, vulvovaginal pruritus, vulvovaginal swelling and migraine outcome was unknown. The reporter considered abdominal pain, device dislocation, device expulsion, genital haemorrhage, menorrhagia, migraine, pelvic pain, vulvovaginal pruritus and vulvovaginal swelling to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media - swollen and itchy labia, pain ,cramps, heavy bleeding, migraine, device expulsion, heavy periods. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: case was upgraded to serious incident due to event migration. Date of essure insertion was added. Suspect product indication was added. Patient's date of birth was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.